Event description:
After an implantation period of approximately 66 months it was reported that the patient received inappropriate shocks due to suspected noise. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to oversensing as well as an inappropriate shock and ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.